Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found a false eri trip that occurred due to a transient low battery voltage. The device was extensively tested and noted to have exceeded its projected longevity. The device reached normal end of life.

Event description:
It was reported that the asymptomatic patient presented in the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited premature elective replacement indicator. The device was explanted and replaced on (B)(6) 2014. No adverse consequences to the patient were reported.